Manufacturer narrative:
The reported event of device deformity could not be confirmed. A more comprehensive assessment could not be performed, as the device was not returned for analysis. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on 08 june 2021, a 25mm amplatzer cribriform occluder was selected for implant. Upon deployment a cobra deformation was noted. The device was removed and exchanged for 30mm amplatzer cribriform occluder and upon deployment another cobra deformation was noted. The second device was removed and exchanged for a non-abbott device which was successfully implanted. Both devices were deployed outside the patient as well and a cobra deformation was noted too. The patient was reported to be in stable condition. Manufacturer report number: 2135147-2021-00263.